Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead exhibited high out of range shock impedance measurements consistently, upon device changeout due to normal battery depletion. The local area sales representative suspected a lead specific issue. The technical services consultant suspected a connection issue between the lead and the newly implanted implantable cardioverter defibrillator (ICD) as shock impedances remained high out of range post-pocket closure of the new device. This lead issue could not be resolved at the time of the device changeout due to lab fluoroscopy issues at the time. The lead has since been surgically abandoned and replaced. The device remains implanted. There were no reported adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.